Event description:
A 3.0 mm diameter x 15 mm length endeavor otw drug-eluting coronary stent delivery system was inserted into a pt for the treatment of an rca lesion. The vessel morphology is unk. It is unk if the lesion was pre-dilated. It was reported that the physician inserted the sds to the lesion site. Upon inflation of the sds, the delivery balloon would only hold an inflation up to 7 atms. The physician then attempted to inflate to 12 atms, when the inflation device ran out of contrast. The inflation device was refilled with contrast to inflate the balloon. It was reported that the balloon had a leak; therefore, the guide catheter and delivery system were removed as one unit. It was noted that the stent had dislodged in the mid rca. A balloon was inserted, and the undeployed stent was crushed against the vessel wall. A second endeavor drug-eluting stent was deloyed trapping the undeployed stent against the vessel wall. The target lesion was treated with two endeavor drug-eluting stents. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Eval results: (embolism-device), conclusion: (delivery system).